Event description:
Pt #2 underwent a microdiscectomy. The pt complained of back pain and swelling after surgery, but a reoperation was not required. The surgeon reported that this pt was "lost to follow-up". The pt continued to call for pain medication, but has missed every appointment set-up to evaluate the pain.

Event description:
In 2001 (the surgeon believes), pt #1 underwent an l3-l4 bilateral laminectomy and foraminotomy due to severe back pain. Adcon-l was applied. Gelfoam was not applied. In this same procedure, l4-l5 was explored for a possible re-herniation. Tisseel was applied in this area to repair a small tear in the dura (there was no tear in the arachnoid). Adcon-l was not applied. About a day and a half after surgery, the pt returned to the hosp with complaints of pain and swelling. A cat scan performed revealed soft tissue swelling in addition to changes consistent with a post-laminectomy status. About 2 days after this, the pt underwent reoperation and the wound was "cleaned out". The surgeon observed (with his loupes) "multiple brownish particles spread over the surface of the dura". 5 to 6 days post-surgery, the pt #1 complained of back pain with "severe local swelling". Upon reoperation, the surgeon noted "scar tissue" and a "brownish particulate adherent to the dura". Pt #1 continues to have pain, but no reoperation/exploration is planned. They are attempting to manage the pt's pain with medication.

Event description:
Pain symptoms started on 1/2001. The surgeon added that upon re-operation, the "particulates" were numerous, approximately "hundreds", similar in appearance to "the brown particles in dijon mustard", were "less than 1mm in size", and were "matted down to the dura and in a fibrinous exudate". He also added that the "dura was scarred down to the level of the bone reoperation".

Event description:
The following info was obtained from the operative report for this pt. Regarding the reoperation in 2001, the operative report does not mention the "hundreds of brownish particulates" which were previously reported by the doctor. The report does note "upon reoperation, a liquified hematoma was observed in the cavity, with no other sign of infection." The hematoma was not previously reported by the doctor. The pt was readmitted in 1/2001 and later discharged in 2/2001. The following info was obtained from the discharge summary. It was noted that at the time of reoperation in 1/2001 the pt has a "small localized hematoma with maybe some inflammatory reaction, but overall no significant abnormality was found." Pt had a protracted postoperative course, apparently between 1/2001 and 2/2001. At no time did pt have a bowel or bladder incontinence. Pt had no new numbness and good strength. Wound cultures from the 1/2001 surgery did not grow out any organism. Pt had a mildly elevated sedimentation rate and normal cbc. Pt was placed on IV antibiotics and kept in the hospital on pain control with narcotic analgesics. Pt was afebrile throughout hospitalization. Pt was not in need of acute inpatient rehabilitation.